Manufacturer narrative:
The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power on (B)(6) 2023. The log files captured a series of no external power events on (B)(6) 2023. The event was caused by the power to the mobile power unit being briefly interrupted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while on the mobile power unit (mpu) was able to be confirmed. The mpu was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 44 days (18mar2023 ¿ 01may2023 per timestamp). No external power alarms consistent with a loss of ac power were active on 12apr2023 from 11:53:36 ¿ 11:53:55. The alarms occurred while the controller was connected to the mpu. The backup battery was able to provide power to the system during the event. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking for the serial number of the mpu. It was also asked if the mpu has a v-lock connector, if the power cord came loose from the wall or from the back of the unit, if there were any environmental circumstances that may have caused the event, if the mpu was exchanged, and if it will be returning; however, no response was received. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.